Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the atrial lead had dislodged multiple times. After several attempts to reposition it, the helix was found to be unable to extend and retract. The lead was not used and replaced. There were no patient consequences.